Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and did not place their ipg into surgery mode. A manufacturer representative met with the patient was able to recover the ipg and effective therapy was restored. No further intervention is planned.